Manufacturer narrative:
Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown radial head. Part and lot numbers are unknown. Without a valid part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient , who underwent a left radial head prosthesis implant procedure on (B)(6) 2015 after her left radial head ¿shattered¿ while horseback riding, has been experiencing wrist pain, radiating pain down her left arm and numbness since the surgery. She now wonders if these symptoms are related to the recalled implant. She stated that she had several follow-up visits with the surgeon after the procedure (unknown dates in 2016), and had multiple x-rays taken. There is no additional information available. This report is for one (1) unknown radial head. This is report 1 of 2 for complaint (B)(4).